Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia at the site of the peritoneal dialysis catheter coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy. The cause of the hernia was unknown. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date; the patient was hospitalized for the event and underwent a hernia surgical repair procedure. On an unreported date; dianeal and extraneal therapies were stopped and the peritoneal dialysis catheter was removed (current dialysis therapy modality was not reported). The patient was recovering from the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The device history revealed that this complaint is not related to manufacturing and does not involve nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.